Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the physician noted muscle stimulation. The lead was removed successfully. The left ventricular port was plugged. The patient was in the recovery.